Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a femoral tumor resection, the reamer irrigator aspirator (ria) drive shaft end tip was broken during surgery. The failure was later noticed when the device was dismantled for sterilization. The device was working properly during the procedure and no dysfunctional behavior was noticed by the operating room staff. The client had repetitively broken three (3) ria's in two years. The procedure was completed successfully without surgical delay and no patient consequences. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the end tip of the reamer irrigator aspirator (ria) drive shaft was found to be broken when the device was dismantled for sterilization after a femoral tumor resection surgery on (B)(6), 2018. It was noted that the device had been working properly during the procedure and no dysfunctional behavior was noticed by the or staff during surgery. The client had repetitively broken three (3) ria's in two years. The procedure was completed successfully without surgical delay and no patient consequences. There was no patient involvement as the device was found broken during sterilization process.

Manufacturer narrative:
A device history record (DHR) review was conducted: manufacturing location: supplier ¿ (B)(4) release to warehouse date: 23-feb-2018 part number: 314.743, drive shaft-minimum 520mm length-for use with ria lot number: h405472 (non-sterile) lot quantity: (B)(4) work order traveler met all inspection acceptance criteria. Certificate of compliance supplied by criterion tool and die dated 13-feb-2018 was reviewed and determined to be conforming. Note: certificate of compliance identifies raw material type(s) used but does not provide additional conformance / test reports for specific raw materials. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Packaging label log lppf rev ae was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the ria drive shaft was received at cq with the distal hexagonal tip broken; fragments were not returned for investigation. Besides, the instrument presents normal signs of use. Dimensional inspection: hexagonal drive shaft was checked and found to comply with the specifications. Drawing/specification review: not required per selected investigation flow as it concerns a post-manufacturing caused use related damage of the device. Material /hardness review: the material and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR. Summary: the complaint condition is confirmed as the ria drive shaft (part # 314.743) was received with the distal hexagonal tip broken. This production lot (h405472) was manufactured in february 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criteria. Although a definitive root cause could not be determined for the breakage, it is possible that this complaint condition was due to excessive force/strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.